Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulator stopped working yesterday, (B)(6) 2014. The patient experienced a power on reset (por) condition following exposure to electronic medical imaging (emi). The patient and his family member called the rep and the por was able to be cleared. No symptoms were reported.